Manufacturer narrative:
Zoll technical service department found the paddles to be at fault for the reported failure. The paddles were tested and the sternum cable was found to be disconnected from the pcb. The cable was reconnected and the discharge buttons were replaced.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not discharge. The complainant indicated that there was no patient involvement in the reported failure.